Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has been alarming no delivery when attempting a bolus. Through troubleshooting it was noted that the alarm may have been caused by a set or a reservoir connection. Customer's blood glucose reading at the time of the call was 118 mg/dl. No further information reported.